Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the transmitter felt warm to touch while reporting that the button has come off. According to the user the button fell on the ground and she managed to put it back into transmitter, but it tends to fall quite often. A return material authorization (RMA) was issued for transmitter replacement.

Manufacturer narrative:
The customer reported that the transmitter button had become detached and noted that the transmitter felt warm to the touch. A return material authorization (RMA) was authorized to send the transmitter for further evaluation, but was not received. Thus no confirmation or investigation of the complaint was possible. B4.date of this report 20 oct 2025. G3.date received by the manufacturer? 20 oct 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.